Manufacturer narrative:
The full lead was returned and analyzed. The analyst noted distal conductor distortion in connector due to over-rotation (spin). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted, not implanted. Due to poor sensing signals, retraction of the helix was necessary. Pressure around an auxiliary implant site caused the lead to be explanted. Force was then required to extract the lead, and upon examination, the helix had not fully retracted, and had fractured. The lead was removed and replaced and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.